Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 long term trial. The gtin unique device identifier for the commercial heartmate3 modular cable is (B)(4). Approximate age of device ¿ 1 year and 10 months.  No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient was admitted for driveline power fault alarms. The patient admitted to hitting system controller against a wall, however no obvious signs of damage to system controller. On (B)(6) 2018, it was reported that additional driveline power fault alarms occurred. The patient was reported to have been asymptomatic. Technical service reviewed the log file submitted which contained the communications fault alarm. Comm a and comm b faults were associated with the driveline power faults. Log file contained intermittent pump stoppages on (B)(6) 2018 at 2:06:47 pm - 2:06:49 pm, at 2:07:14 pm - 2:41:54 pm, at 2:41:57 pm - 2:42:16 pm, at 2:44:53 pm - 2:44:57 pm. On (B)(6) 2018, it was reported that modular cable and system controller were replaced without issue. No additional information was provided.